Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, it was reported that the pump delivered too much insulin during a bolus that resulted in a decreased blood glucose (bg) level. The customer declined to perform further troubleshooting with tandem technical support; therefore, the allegations could not be confirmed. There was no reported adverse impact to the customer¿s bg level.